Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. The lot#325c23 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The lot#325c23 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.